Event description:
It was reported that, since 2012, the patient experienced persisting pain. An MRI was being done to check for a granuloma at the catheter tip. Additional information, including treatment/interventions, drug information, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).